Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.